Manufacturer narrative:
G4:01feb2021. B4:03feb2021. The manufacture's field service engineer (fse) replace the ventilator's touchscreen assembly to resolve the reported issue. Unit passed all tests successfully and returned the unit to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03 aug 2020.

Event description:
The customer reported touchscreen failure. The was no patient involvement or harm at the time the issue was discovered.